Event description:
Following a diagnostic procedure an angio-seal device was placed with unremarkable results. Later (length of time unspecified), as the pt got out of bed and walked to the bathroom she noted lower extremity pain in her procedure leg. Right leg pedal pulses were noted to be absent (manually and by doppler). The pt was taken to the operating room where an embolectomy was performed. During surgery an "acute arterial embolus of the right lower extremity" was noted on the operative room notes. The official operative report will not be available from the hospital. The pt was listed in stable condition at the time of last report.